Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery setup in the orthopedic department, it was observed that the battery device was not charging. The reporter stated that the battery charger device was charging other battery devices that were cycled through for recharging. The event was not reported to have occurred during a surgical procedure. It was reported that there were spare devices available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.